Event description:
The affiliate reported the customer alleged approximately thirty (30) milliliters of rust-like color fluid leaked under the flow cell, outside the unit involving coulter lh 780 hematology analyzer. The customer had on personal protective equipment (ppe) consisted of gloves and laboratory coat and cleaned up the fluid with paper towels. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect. Patient samples did not produce differential values, and the results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) replaced the laser and base plate, lens block, ls preamp and flowcell plates. The fse performed an alignment and a ls offset of 1.22v was achieved. Quality control (qc) was within specifications. Prior to service, the fse noted and verified the customer had correctly placed the sample line back on the bottom of the flowcell. The unit conformed to the manufacturer's published performance specifications. Lens block.